Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an external cardioversion procedure the right atrial (ra) and right ventricular (rv) leads had rising thresholds and no capture. The ra and rv leads were reprogrammed. Thresholds returned to chronic levels approximately 30 minutes post procedure. No patient complications have been reported as a result of this event.